Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 09/04/2018. The customer troubleshooting the device with the assistance of philip's technical support. The customer replaced the man-machine interface (mmi) printed circuit board (pcb) and the issue was addressed. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator touchscreen was not working. There was no patient involvement. The event date was not specified; estimate used.